Event description:
Dexcom cgm (continuous glucose monitoring) failed to report blood glucose level for several hours resulting in significant hyperglycemia episodes (bs > 400). Attempts to contact manufacturer were unsuccessful. Attempts to contact dexcom (manufacturer) were unsuccessful. No follow up from phone messages left by patient.